Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip clicked. Had to turn generator power up in order for it to work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool handle and tool jaws. Microscopic inspection showed the heater wire to be flexed away and twisted and detached from the tip but remained attached to the base of the jaw. Charred tissues were evident on the heater wire and on the jaws. The silicone insulation appeared intact with no cracks nor peeling. To verify activation of device, a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. During the pre-cautery test, it produced steam and audible beeping sound during five (5) 3-second activations. No "clicking" was noted, except at the toggle when it is manipulated to activate the device. This is an expected function of the vasoview hemopro 2 and is not considered a malfunction of the device. To evaluate the safety shut down system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. Based on the returned condition of the device and the evaluation results, the reported complaint "device operates differently than expected" was not confirmed. The analyzed failure mode "bent wire" was confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip clicked. Had to turn generator power up in order for it to work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.